Event description:
It was reported that during a laparoscopic gastrectomy, some staples of the proximal part were protruded when the cartridge was loaded into the jaw. After that, another cartridge was loaded into the jaws. The jaws were closed and were intended to be released with the release button for routine confirmation before use for the patient. But, the jaws could not be released. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Concomitant devices: information was not provided by the affiliate. Premature sled movement. The device was received for analysis with no visual non-conformances and with an ecr60b cartridge reload loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward ejecting the most proximal staples and locking the cartridge. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.